Event description:
Pt had routine bronchoscopy as an outpt in 2001 to check for rejection post lung transplant. "No evidence of rejection nor any purulent secretions, no microbiologic evidence of infection." Pt admitted 9 days later with pseudomonas pneumonia with bacteremia.